Event description:
It was reported that a bag of approximately 250ml of cytarabine was hung on a new pump module at 1100 and was intended to infuse at 21.6ml/hour. The patient also had normal saline infusing, and it was not provided if the cytarabine was hung as a primary or secondary infusion. At 1230, the bag was found empty. There was no patient impact.

Manufacturer narrative:
Bsa = 1.92m2. The report of an overinfusion of cytarabine was confirmed in the pcu event log. The pcu event log shows the user programmed a custom concentration infusion of cytarabine bsa based dosing (drugid 248) with parameters that calculated the rate to be 125ml/hr instead of the intended 21.6ml/hr. The infusion ran from 10:59 am to 12:25 pm on (B)(6) 2019 and recorded 159.73ml was delivered. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion of cytarabine was due to programming (custom concentration).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a bag of approximately 250ml of cytarabine was hung on a new pump module at 1100 and was intended to infuse at 21.6ml/hour. The patient also had normal saline infusing, and it's unknown if the cytarabine was hung as a primary or secondary infusion. At 1230, the bag was found empty. There was no patient harm.